Event description:
The hcp reported that the pump was explanted after 36 months. The reason for the explant was "current pump painful due to size and battery is at end of life". A new pump was implanted.